Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen would freeze on the main menu and would be unresponsive. Reportedly, the display would turn off then back on. Additionally, it was reported that the customer experienced a delayed response. Reportedly, the screen would "jump" and open menus that the customer did not select. There was no information provided regarding the customer's blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.